Manufacturer narrative:
(B)(4). Approximate age of device: 77 days. The replaced portion of the driveline and the damaged system controller were returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the investigation of both devices is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Approximately 77 days post-implant, on (B)(6) 2015, it was reported that the patient severed one of the system controller's power leads and partially cut/ damaged the pump driveline in an attempt to commit suicide. The responding emergency medical services driver was also an electrician technician and was able to temporarily repair the driveline. The system controller was exchanged. The patient was admitted to the hospital where the manufacturer's technical service representative performed a formal driveline repair. The patient was reportedly asymptomatic during the event. It was reported that the patient had been taking an unspecified ataractic medication and had decreased the dosage some days before the event. Additionally, the patient had been on antidepressant medication that was being weaned off in the weeks/days prior to the event. It was reported that on the day of the event, it was thought that the patient either consumed lower dosages or had not taken the medications. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 9 inches of the external portion/distal end of the driveline was returned for evaluation. Examination and electrical continuity testing of the returned portion of the driveline found all wires were electrically intact. The outer silicone jacket, clear bionate, and braided shield layers were unremarkable. A small slice was noted in the red wire insulation near the preliminary repair site; the damage appeared mechanical in nature. The driveline was suspended in a saline bath for high potential (hipot) testing and no additional areas of compromised wire insulation were identified. The evaluation appeared consistent with the report of the patient cutting the driveline and the emergency medical services (ems) driver performing a preliminary repair in that location (approximately 3-4 inches from the metal connector). Evaluation of the returned system controller confirmed that the black power lead was cut and separated approximately 5 inches from the controller end bend relief. The system controller was connected to a test heartmate ii pump via the white power lead. A connect power alarm sounded due to the black power cable damage/separation. The system controller ran and supported the test pump loop with just the white power lead connected and no additional alarms occurred. When the white lead was disconnected, the system controller supported the test pump loop while operating on the backup battery without any interruption. A review of the device history records of the pump and system controller revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.